Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon prior to entering the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4).